Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to feeling syncopal. The pulse generator could not be interrogated and exhibited intermitted output. The device was explanted and replaced. No additional information was available.